Event description:
An implantable cardiac defibrillator (ICD) system was returned from a competitor with no information. Information identified in the manufacture's data base indicated the patient died approximately (B)(6) post the implant of the ICD system. Follow up revealed the patient was not pacemaker dependant. (B)(6) prior to death the patient was seen in the cardiology clinic and the device had normal function. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillator conductor was cut, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer insulation was torn, outer tubing overlay was breached cut, there was exposed defibrillator coil with a white substance, all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was apparent explant damage.